Event description:
Additional information was received noting that no pre implant balloon dilation was performed. Also, no post implant balloon dilation was performed prior to the valve dislodgement.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, do not attempt post-implant balloon dilatation (pid) of the valve during the procedure, which may cause damage to or failure of the valve leading to injury to the patient resulting in reintervention. In this case, there was no pid performed. The valve misplacement and patient anatomy are likely contributing factors to the frame expansion issues. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter pulmonary valve replacement (tpvr) procedure, after the guidewire was placed, the delivery catheter system (dcs) was advanced to directly below the annulus using a non-medtronic sheath. Rows 1¿2 of the valve were positioned within the right pulmonary (rp) artery, and after confirming the roof of the bifurcation through imaging, the dcs was pulled and "flowering" was performed. Subsequently, part of the valve frame expanded asymmetrically against a bulge on the lesser curvature side, resulting in a slight inward-folded shape. Due to concern about a low deployment position, the valve was then recaptured by advancing the non-medtronic sheath distally from the dcs capsule. The dcs was then reinserted into the rp artery, and "distal tip launch" and "marriage" were performed. Row 1.5 was then deployed; however, the unit was drawn back, and "flowering" was subsequently performed. The valve was deployed up to row 6, and after confirming adequate valve position and shape, the final rows 5¿6 were expanded in the right ventricular outflow tract (rvot), and the procedure was completed successfully. No patient complications have been reported as a result of this event. Additional information was received indicating that the valve unintentionally entered the pulmonary artery. The lesser curvature side of the pulmonary artery had a bulging shape that contributed to the expansion defect. There was no gradient increase as a result of the expansion issue. The valve was low when the infolded-shape was observed, at a depth of 1 to 2 mm.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs (lot: 0012614787); product type: 0195-heart valves; implant date: na; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter pulmonary valve replacement (tpvr) procedure, after the guidewire was placed, the delivery catheter system (dcs) was advanced to directly below the annulus using a non-medtronic sheath. Rows 1¿2 of the valve were positioned within the right pulmonary (rp) artery, and after confirming the roof of the bifurcation through imaging, the dcs was pulled and "flowering" was performed. Subsequently, part of the valve frame expanded asymmetrically against a bulge on the lesser curvature side, resulting in a slight inward-folded shape. Due to concern about a low deployment position, the valve was then recaptured by advancing the non-medtronic sheath distally from the dcs capsule. The dcs was then reinserted into the rp artery, and "distal tip launch" and "marriage" were performed. Row 1.5 was then deployed; however, the unit was drawn back, and "flowering" was subsequently performed. The valve was deployed up to row 6, and after confirming adequate valve position and shape, the final rows 5¿6 were expanded in the right ventricular outflow tract (rvot), and the procedure was completed successfully. No patient complications have been reported as a result of this event.